Manufacturer narrative:
A detailed inspection of the actual device was carried out. - a part of the distal end cap (made of resin) of the subject scope was broken off and fell off from the tip of the scope, exposing the stainless steel part inside. Fujifilm has received information that the broken distal end cap fell into the patient's body in several small pieces. - there was dirt on the lg lens at the distal end of the scope, and one of the two lg lenses was missing. - there were signs of wear on the surface of the insertion portion of the scope. From the above, it is thought that the device was used on the patient while it was in a state of advanced damage, and that the distal end cap came loose inside the patient's body. In addition, it was also speculated that the device had not been properly maintained due to the extent of the damage to the device. The subject scope was delivered to the facility in 2019, but it has not been maintained by fujifilm or a third party since delivery. The condition of the actual device also supports the fact that it has not been properly maintained. Therefore, it was concluded that the cause of the issue was that the device was not properly performed pre-use inspection and periodic maintenance in accordance with the IFU.

Event description:
On april 8, 2024, fujifilm corporation became aware that during an endoscope examination the distal end cap of the bronchoscope eb-580s came loose and fell to the very bottom of the right basal pyramid. The user took the cap out of the patient with a second bronchoscope.

Manufacturer narrative:
The distal end cap of the endoscope model eb-580s is not the specification that users can replace at the time of use. It is mechanically fixed to the distal end of the endoscope insertion part. As a result of confirming the photograph of the distal end of the subject endoscope, it was confirmed that a part of the distal end cap (made of resin) was broken and detached from the distal end portion, exposing the inner stainless steel part. Another part of the distal end cap (made of resin) remained on the endoscope distal end. The piece of the distal end cap that fell into the patient's body may have been discarded at the facility and is not available at this time. The subject endoscope was installed to the facility in 2019 and has not been maintained by fujifilm or other third parties since installation. It is possible that proper pre-use inspection and maintenance according to the IFU was not performed by the facility.